Event description:
Customer reported hospitalizations due to heart issue and high blood glucose. Customer stated that the blood glucose reading was 421 mg/dl. Customer stated that her insulin pump is not working because it was dropped at the hospital and its crack and the drive support cap is flush. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.